Event description:
A hospital in (B)(6) reported via a distributor that the pressure line connector on an rt206 adult inspiratory heated breathing circuit detaches very easily. The hospital observed that the connector was loose before patient use.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The returned rt206 breathing circuit was checked for a loose connector. Results: the breathing circuit is loose at the connection point between the elbow and the pressure line tube. A lot check could not be performed as not lot number was provided. Conclusion: the connector between the elbow and pressure line tube on the complaint rt206 breathing circuit was loose, confirming the reported fault. Visual inspection revealed that there was no glue applied to the connector, resulting in the loose connection. There are standard operating procedures (sops) in place to assist assemblers on the production line correctly assemble breathing circuit sub-assembly parts, including the gluing process for the elbow/tube connector. (B)(4).